Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325 based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced bent cannula and insulin flow blocked event on (B)(6) 2026 which led to high blood glucose level that was treated with insulin pump. The infusion set was in use for one day and the site of insertion was lower back.